Event description:
The pt reportedly was unable to hear while using the sound processor. The pt's parents exchanged external equipment. However, the problem was not resolved. In 2003, the pt was seen at the center for device evaluation. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning.